Manufacturer narrative:
Hydraulic hose.

Event description:
It was reported by service report that the cot was leaking hydraulic fluid. It is unk if there was pt involvement or if there were adverse consequences to report.